Event description:
Customer was hospitalized for high bgs and dka. The customer also was throwing up. Troubleshooting was performed. The programming, insulin concentration, and bolus history on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to change the infusion set and use manual injections as per md protocol. Assisted customer to change pump from military time to twelve hour set up and corrected the time.